Manufacturer narrative:
Pt's age and gender were requested. But to date have not been provided. The devices were returned for investigation. A follow up report will be provided with the results of the investigation. The add'l three devices used in the same procedure were filed under MDR 2032380-2011-00058 and 2032380-2011-00063. (B)(4).

Event description:
It was reported to arthrocare that a pt underwent a slap procedure (shoulder surgery) in (B)(6) 2011 using three labralock p knotless fixation devices. Allegedly, the first implant broke off the inserter, and a c arm was used to locate and remove the implant from the pt's shoulder. The second implant broke while pressing the tip against the labrum into the drilled hole. The third implant pushed the tip off the inserter while locking down. The procedure was extended by approx 40 minutes. The slap procedure was able to be completed with acceptable results.